Manufacturer narrative:
Product information was not provided. The manufacture date could not be determined without the product information.

Event description:
The customer received blood glucose readings of 193 and 172mg/dl on the contour next link on separate days, retested on a different meter and the readings were 63 and 54mg/dl, respectively. She felt symptoms for hypoglycemia; she felt hot and lightheaded. She ate an orange and took three glucose tablets and felt better. The differences between the readings fall in the "d" zone of the consensus error grid, making the differences clinically significant. There was no evidence of an adverse event. Strips were not expected to be returned. Product was not replaced.